Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Reportedly, the customer experienced an elevated blood glucose (bg) level ranging from 500-600 mg/dl. A correction bolus was delivered to address bg.